Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result which questioned by the physician on a patient. The results provided were: sid (B)(6); initial= 627 ng/l /redraw and repeated sid (B)(6) =3.9 ng/l initial specimen repeated=6.4 ng/l /repeated on other alinity=3.7 ng/l laboratory reference range for troponin= < or = 35.0 ng/l there was no reported impact to patient management.

Manufacturer narrative:
The investigation did not identify a specific part as the cause of the issue, other than sample retesting. The alinity I, serial # (B)(6), was considered the likely cause, but sample integrity could not be ruled out. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6)..